Event description:
Laparoscopic rectectomy - during the doctor's procedure, the subject device had air leakage. The doctor double-checked the device with nothing in the cannula, but air leakage occurred again. Air leakage did not occur between the device and the pt's body. When putting the subject device into pt's body, the doctor put it in vertically, but when manipulating the forceps and the endoscope, the doctor inclined the device. We have checked the duckbill and septum of the device, and have found the deformation of the duckbill.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.